Event description:
The customer reported that the system intermittently failed to boot to a usable state. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The sbc (single board computer) and hard disk drive were evaluated and replaced. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.